Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode array was exposed to auditory canal. Revision surgery was scheduled.

Manufacturer narrative:
Additional information: according to the information received, the electrode lead was found partially extruded into the external auditory canal. A revision surgery was successfully performed to restore normal condition. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. Reportedly it is suspected that a dislocation of the stimulator housing contributed to the extrusion. The concerned device remains implanted and in use.

Event description:
The electrode lead extrude through the skin to the auditory canal, however all 12 electrodes remained inside of the cochlea. A breakage of the skin was visible. Recipient has normal cochlea. According to the surgeon movement of device housing could be the cause for extrusion. Recipient had hearing benefit from the device. Revision surgery was performed successfully in (B)(6) 2017.